Event description:
It was reported that the patient experienced a short loss of consciousness, blurred vision, syncope and loss of feeling in the upper extremities. The pump contained fentanyl; dosage and concentration unk. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).